Manufacturer narrative:
Additional procodes: gff, gfa, hsz. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.5mm drill bit broke during an open reduction internal fixation (orif) proximal tibial plateau procedure on (B)(6) 2018. The surgeon made the decision to leave the portion that broke off in the patient, approximately 20 -30mm. The procedure was successfully completed. No surgical delay was reported. Current patient status is okay. Concomitant device: 3.5mm lcp reconstruction plate 6 holes/84mm (part # 245.061, lot # unknown, quantity: 1). This report is for a 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).